Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. There were no samples returned for evaluation, however the customer provided photographs for analysis. The photos depict a disconnection and leaking in the union of cross spike connector and the tubing line. The reported issue is confirmed. The probable cause of the condition is related to a manufacturing/production process. The root cause and action plan will be documented through a formal investigation corrective and preventative action plan that is currently in process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set was leaking.